Event description:
Essure implants improperly inserted, one came out and is in an incorrect location. Must have laproscopic surgery to remove incorrect implant and correct previous procedure. Diagnosis or reason for use: prevention of pregnancy.